Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. The reporter indicated the lens had decentered. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). A lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn):based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens not returned.

Manufacturer narrative:
Evaluation: method - medical review. Results - medical review - review of this file indicates that the icl decentered, secondary to a short lens. The surgeon exchanged the icl with a longer length which resolved the problem. The most probable root cause of short lenses has been determined to be related to inaccurate white to white measurement. This is usually secondary to a mismatch between white to white and the sulcus diameter. To prevent any complications that may arise from this condition, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect outcome of the patient's vision. Conclusions - based on the complaint history, work order search and the medical review, the root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Event description:
Additional information was received - the facility reported the icl was explanted on (B)(6) 2012 due to low vaulting. The icl was exchanged for a longer lens. The facility reported the cause of the event was due to the lens was small.

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, lens, vaulting, low. (B)(4).